Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was resetting. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was resetting. The cause for the failure was isolated to liquid contamination to the battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger/modem. The last patient to use this charger/modem did not report any deficiencies.